Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that during an implant attempt the physician had difficulty keeping a guidewire in the ventricle, and suspected tricuspid valve regurgitation. The lead was reported as stable, but the physician preferred to implant a tined lead instead. No patient complications have been reported as a result of this event.